Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Indication for original procedure stress urinary incontinence (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient the patient experienced chronic pelvic and vaginal area pain as well as severe infections, pain during intercourse, recurrent urinary problems, mesh extrusion, mesh erosion, vaginal discharge and vaginal bleeding, and suffered psychologically and emotionally. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. E2013037. Total number of events - 983; gynecare tvt - 150; gynecare tvt abrevo continence system - 42; gynecare tvt exact continence system - 62; gynecare tvt obturator system - 398; gynecare tvt retropubic system - 276; gynecare tvt-aa abdominal - 55; (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.